Event description:
The customer reported they were unable to bring up the pulmonary artery pressure (pap) waveform and numerics on the display. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.